Event description:
The customer reported clear, colorless fluid leaked from the lower right side underneath the instrument involving the synchron lx20 pro system. The customer had on personal protective equipment (ppe) and cleaned up the fluid. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The facility has an exposure control plan in place. Beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered loose tubing connecting to the sample probe wash station. The fse corrected the loose tubing with a clamp and cleaned inside the hydro assembly. The instrument conformed to the manufacturer's published performance specifications. (B)(4).